Event description:
Infusion set tubing coming apart from the luer lock. Patient indicated that this issue resulted in elevated blood glucose (455 mg/dl). Patient indicatedf that he gave himself an injection of insulin to reduce his blood glucose level. Patient did not indicated that he received medical assistance to address this issue. Patient is not returning product.